Event description:
The pt was revised because of loosening of the tibial and femoral components and osteolysis.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product information required to search the complaint database by product lot code was not provided. The investigation could not draw any conclusions about the reported event without the product to examine. Based on the performed investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.